Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction "corroded c-cover, light guide cover glass, forceps channel port, suction cylinder and air/water cylinder" is traced to component failure and for the malfunction "foreign objects inside the scope cover case unit" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects inside the scope cover case unit and corroded c-cover, light guide cover glass, forceps channel port, suction cylinder and air/water cylinder. There was no patient involvement.